Event description:
It was reported that the customer was in the emergency room due to diabetes ketoacidosis and high blood glucose of 545mg/dl. The customer experienced nausea and vomiting. Troubleshooting was performed. The time, date, basal rates, and bolus wizard settings were correct. Reviewed the alarm history and found multiple no delivery and low reservoir alarms. Checked the bolus history and noted that the customer gave multiple correction boluses on the day of his admission. The drive support cap appears to be normal. Assisted the caller to run a manual prime test and the insulin did exit. Performed the high pressure test and passed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.